Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis. In 2009, gore received a voluntary medwatch stating: following aaa surgery using the gore excluder aaa endoprosthesis, the pt's kidneys failed. Five weeks post-operatively, the pt had to have kidney dialysis. Multiple attempts were made to obtain add'l info, none was provided.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Add'l device implanted during procedure.